Event description:
The customer reported the system collimator closed down, causing the system to lose functionality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system was rebooted by the customer and operates as intended.